Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported four events where the IV sets came apart, some during administration. No patient harm was reported. This is the file for one event.

Manufacturer narrative:
The customer¿s report of IV sets coming apart was confirmed. Visual inspection showed no anomalies. Gentle tugging of the tubing resulted in a separation of the lower portion of the tubing from the stopcock. The root cause of the failure was determined to be failure to tighten the stopcock connections prior to use.

Event description:
The customer reported four events where the IV sets came apart, some during administration. No patient harm was reported. This is the file for one event.

Event description:
The customer reported four events where the IV sets came apart, some during administration. No patient harm was reported. This is the file for one event.